Event description:
Customer sent an email stating that they had a weld break on their bed.

Manufacturer narrative:
Bed was inspected by primus medical on (B)(4) 2013. The inspection determined that the bracket where the head actuator mounts onto the backbone of the bed frame started to break off. A new bed frame was shipped to the customer on (B)(4) 2013. This problem has been assigned CAPA #(B)(4), and a f/u report will be submitted upon completion of the corrective action.